Event description:
It was reported that cgm displayed error message 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed error did not return after reset, and successfully started new sensor session.